Manufacturer narrative:
Technician found there was no brake function from foot end brake. Isolated the problem to broken link rocker at foot end. Replaced with upgrade brake/stte kit to resolve this issue.

Event description:
Information received that there was no brake function from foot end brake. No injury reported.